Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after a remote transmission triggered an alert. Upon device interrogation, the right atrial lead exhibited low impedance, intermittent capture, and decreased sensing. The lead was explanted and replaced on (B)(6) 2015. The patient was fine post procedure.